Event description:
The customer reported via phone call that she had put in a new battery and the next day, she needed a new battery for the insulin pump. Customer has put 3 batteries in it. Customer stated that this morning she is down to one bar on the battery. Customer stated that she has not received a low battery alert. Customer was advised that it does not always mean her battery is low. Customer stated that her blood glucose was in the 500's mg/dl. Customer declined troubleshooting. Customer stated that she is a brittle diabetic. Customer sometimes goes high when she wears the infusion set longer than she is supposed to. Customer had been working the current set for longer than 3 days. Customer was also advised to change her set every 2-3 days.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.